Event description:
Additional information received later reported that patient¿s current program not controlling symptoms was getting shocking and jolting sensation. It was noted that since implant she sometimes would get pain where the neurostimulator (ins) was. It was a shocking pain that came and went and did not happen all the time, but it felt painful at the ins site. The patient indicated that about 4-5 months ago, she had a "almost fall" stating she did not actually fall and hit the floor but she did fall and she hit the bed on the butt cheek that the implant was in but stated the shocking was happening for a long time prior to the "almost fall."

Event description:
Additional information received noted that the healthcare provider did not have any information regarding the patient's reported event on (B)(6) 2014. The patient was seen in the office on (B)(6) 2014 and did not report any unusual events to this provider.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va0am0l, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient was experiencing a shocking or jolting sensation and warming sensation. Regarding the location of the patient's symptoms, it was noted: along the patient's back area. The patient noted for some reason her doctor told her to try the four systems on her urinary stimulator. The patient could get one two and three and could not get program four. The patient was on program 2 at 1.3v. The patient went through this 6 weeks earlier and was told to do it for two weeks and states the system that worked best for her was four and wanted to get it back again. Regarding if the patient's system was for bladder or bowel, it was noted: bladder. The patient wanted to know how to navigate over to program 4. The patient was able to scroll over to navigate to program 4 that said 1.3v. The patient went over to program four. Patient services walked the patient through how to decrease setting first down to 0.0v before turning stimulation back on and adjusting up. The patient was on program 4 at 1.3v and stated it felt a little warm but didn't feel the electrical stimulation. It felt warm on her back where the paddle was placed. Regarding if the patient's skin was warm, it was noted: her skin wasn't warm but just felt like it. The patient tried increasing it and felt warm at 1.6v and noted she feels electrical shocking sensation once in a while. Patient services asked three times if the patient truly felt like it was shocking her. The patient stated: yes that is the only way she can describe it. Patient services recapped what the call was about and tried to clarify. The patient wasn't feeling that she was getting shocked on program 4 but had had that feeling on program 1 and 2 and also on program 3. Regarding how long the patient had been getting shocked, the patient noted: since she got it, but never on program 4, always on one and two and three never program 4. It was the mildest electrical shock and states it was about a 3-4 inch zig zag sensation along her back. Regarding if the patient had told her hcp (healthcare provider) about the shocking sensation, the patient noted they had said nothing about it. The patient is scheduled to see him on 07/09/2014 for followup about the stimulator. The patient was feeling warmth on her back like a heating pad. The patient had never felt the stimulation in the vaginal area and the doctor who put it in knew that. The patient had neuropathy in her right foot and that felt tingly most of the time. The patient had fallen a few times since she had had the implant. It was noted it didn't hurt her most of the time. The patient noted it didn't hurt her at all when she fell and didn't tell her hcp. Regarding if hcp is aware of warming sensation with the implant, the patient noted: yes because he asks her all the time how she is feeling and doing and she told him. The patient noted the last couple of times they had gone to the hcp they have used a clinician programmer and hasn't said anything to the patient that was out of the ordinary. The hcp just keeps asking her what she is feeling. The patient was at home. The following service or education issue(s) were observed by pats agent: patient lacked basic understanding of: patient programmer use. The therapy. If additional information is received, a follow up report will be sent.